Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4)

Event description:
The reporter indicated that the surgeon used a ks-3ai 17.5 preloaded injector. Prior to implantation, the lens became stuck in the cartridge/injector. Lens was not implanted and there were no adverse events reported.

Manufacturer narrative:
Device evaluation: the delivery system was returned in a device tray. Visual inspection found lens stuck in cartridge but no visible damage to lens. (B)(4).